Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 10pm. The patient manages her diabetes with an insulin pump (type not specified). The patient continued to follow her usual diabetes management routine. At 5am the following morning, the patient claims she felt symptoms of shakiness, sweats and confusion which she associates with low blood glucose. The patient took glucose tablets and ate breakfast as treatment. The patient reportedly felt better afterwards. The patient denied testing on another device. The patient did not have her testing supplies with her. The cca was unable to walk the patient through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.